Event description:
It was reported that the patient¿s face tingled during therapy on the homechoice (hc) machine. The patient had been sleeping on the floor next to the hc. The technical service representative (tsr) arranged a return of the device as it was suspected that there was "electric leakage". No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A trend review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation against the reported condition. The device was visually and functionally tested according to the service procedure. The reported condition could not be confirmed, as the device operated within the product specifications. Should additional relevant information become available, a supplemental report will be submitted.